Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. B3: the date of event is estimated as 05/19/2025. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that dual access arteriotomy closures of the left and right femoral arteries were attempted with 4 prostyle devices relative to a procedure. Reportedly, suture breaks occurred with all 4 devices. It is unknown how hemostasis was achieved. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.